Manufacturer narrative:
The event was reported via a medwatch report #(B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that upon retrieval of a vena cava filter, the filter was discovered to be tilted with a detached limb. The filter and detached limb were successfully retrieved. No reported patient injury.